Manufacturer narrative:
H10 the customer used the graphical user interface (gui) from this unit for troubleshooting another unit which has light emitting diode (led) failure alarm. The customer placed the gui back and then error code 1105 (led failure) appeared on this unit. The remote service engineer provided the customer with the part identification for power switch overlay and the power management board. Work order for onsite service was created which was eventually cancelled. No service was performed by philips. Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. It is unknown if any parts or repair has been conducted. If additional information becomes available at a later date, a supplemental report will be submitted. H11. G1: contact office information updated.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 05feb2021.

Event description:
The customer reported alarm led failure. The unit was not in use on a patient at the time of the reported event.